Manufacturer narrative:
(B)(4). The device history record of the batch number reported has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The device history record shows that the product was assembled and inspected according to our specifications. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
While performing cystoscopy with anterior holap colporrhaphy with vaginal vault suspension the suture loaded into the capio device and the physician began to pass the suture to do the suspension. When the suture was pulled out the needle that introduces it into the tissue was not there when it was pulled out to retrieve the end of the suture. They were not able to retrieve this part of the device as they could not find it. The capio device was checked but the needle was not inside. The same capio device with a different needle was use to complete the case. The patient's condition is unknown at this time.